Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, with a measured value of 0.247ohm, which exceeds the acceptance criterion of less than 0.1 ohm. A review of the device serial number history did not identify any similar complaints. The reported failure mode was confirmed during evaluation. Investigation determined the probable cause to be loose power filter screws and communication screws. After these screws were tightened, the unit subsequently passed the ground resistance test with a measured value of 0.079 ohm. CAPA: 34 was initiated to investigate the root cause of ground test failure. During routine preventive maintenance (pm) testing at intuvie, the pump failed the 30 psi occlusion pressure test, alarming at 20.500 psi, which is outside the acceptable range of 22 to 38 psi. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 212 to 245. Subsequently, the device passed the 30 psi occlusion pressure test at 25.790 psi, which is within specification. CAPA: 15 was initiated to investigate the root cause of failed occlusion pressure test. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, with a measured value of 0.247ohm, which exceeds the acceptance criterion of less than 0.1 ohm and the pump failed the 30 psi occlusion pressure test, alarming at 20.500 psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.